Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient's mother reported that changed out set and woke up in the morning of this report and blood glucose level was 98 mg/dl but when she was getting ready for school the tubing detached from the cannula site near the quick release. The site was at the right thigh and the pump was located on the same side on pants. The infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.